Manufacturer narrative:
Additional information: through follow-up the doctor¿s name was provided. This current report is to update this information. Section e1 title: dr. First/given name: (B)(6). Last name: (B)(6) . Additionally, the customer mentioned that they can return the applicator and the cartridge as they remain in storage along with the lens cards and labels. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 21, 2024 section h3: evaluated by manufacturer: yes device evaluation: the device was inspected under magnification. The complaint device was received with the cartridge separated from the handpieces. A cartridge was received in a cartridge tray and the cartridge tube was cut. Viscoelastic residue was distributed through the returned cartridge portion. The lens module was inspected and presented with no damage. However, viscoelastic residue was identified which may indicate an excessive amount was used and could have contributed to the complaint event. The device assembly could not be assessed due to the returned condition. The plunger rod advancement was inspected and presented with no issues. No lens was returned for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the customer provided photos were evaluated. The photo displays the handpiece with the cartridge separated. In a zoomed in view of the cartridge, the cartridge tip was observed to be broken. No other issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6, patient information: not applicable to malfunction events. Not asked. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: 793-211-5400. Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) got stuck. During surgery when deploying the lens, the injector became stuck and did not deliver the lens. The lens was not progressing/advancing and remained adhered. The damaged haptic was identified only at the end of the process. There was no patient contact. No injuries to the patient. Additionally, no medical/surgical intervention or additional maneuvers needed. There were no other complications. The procedure was completed with another iol from a different manufacturer. No further information was provided.